Event description:
Patients right hip was revised from a gamma to a smtih and nephew implant due to lag screw migration.

Manufacturer narrative:
The displaced lag screw was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The lag screw returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found bearing points within the proximal nail hole and on the lag screw surface, the imprints of the set screw and the x-rays indicate that the chosen lag screw was too long for the femur head: the set screw was placed on the medial lag screw flute end that allowed the lag screw to move approx. 24mm towards medial (usually set screw is placed approx. In the middle of the flute so that a maximum of approx. 10mm movement towards medial is possible). Furthermore the x-rays show that lag screw tip was placed most likely too close to the subchondral bone of the femur head. Both issues caused that the lag screw moved through the femur head into the acetabulum. Additionally it is reported that the patient is schizophrenic and was very active; most likely both circumstances did also contribute to the lag screw displacement. Mental or neuromuscular disorder, patient activity level and wrong implant sizes are listed as adverse effects in the IFU. The case is attributed to a user error contributed by the patient. No non-conformity identified.

Event description:
Patients right hip was revised from a gamma to a smtih and nephew implant due to lag screw migration.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.